Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was blank while the unit was running. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) advised the customer that the unit was still using the 1st generation user interface (ui) assembly and required an upgrade to the 2nd generation ui assembly. The rse discussed the options with the customer and provided the part number for the 2nd generation ui assembly without the nav-ring. Per good faith effort (gfe) response received, the customer declined to repair and retired the unit. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.